Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery using a penumbra coil 400. Following a successful procedure, a cerebellar infarct was observed and the patient required prolonged hospital care. The event was possibly related to the device and possibly related to the angiographic procedure and the aneurysm/disease state.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00031 and 00035. Device implanted in patient.